Event description:
This case was reported by a consumer and described the occurrence of esophageal cancer in a pt who received polident (polident overnight denture cleanser tablets) for dental cleasning. A physician or other health care professional has not verified this report. The pt's past medical history included cigarette smoker; pt quit in 1998. In 1957 the pt started polident (dental). In the mid 1990's pt was diagnosed with esophagel cancer and received chemotherapy and had scar tissue removed. The esophageal cancer resolved. In 2000, pt underwent removal of an aneurysm in the pulmonary artery; the event resolved in jan. 2004, pt experienced temperature increased and tiredness. On the 2nd day a chest x-ray that showed pneumonia. Pt was hospitalized for a couple of weeks and treated with IV antibiotics. As the pneumonia was resolving, pt was diagnosed with inoperable lung cancer and was treated with chemotherapy and radiotherapy. The cancer then metastasized to their brain. Pt also experienced weight loss. Treatment with polident was continued. The consumer died in july 2004.